Event description:
The following has been reported: during internal testing of an lvp unit at fresenius kabi, a continuous occlusion alarm paused the bolus before the last volume infused update causing the bolus to have vtbi zero but not clear/complete. Preliminary review of logs show that if a continuous downstream occlusion happens during the final stroke of a primary bolus and the control system subsequently sends a volume update that will complete the bolus infusion, the programmed bolus infusion is not cleared and can be started by the user even though it has 0 vtbi remaining. In this case if the user starts the bolus infusion it will infuse at the programmed bolus rate until being stopped by the user. An active infusion was not stopped during testing; no adverse event was reported. Investigation of the issue has been performed; the clinical application incorrectly handles a volume update to complete a bolus coming after a continuous downstream occlusion. This results in the bolus screen not being cleared when the bolus is completed. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.